Event description:
Information was received indicating that a smiths medical pump started buzzing when attempting to charge the tubing and pump in the morning. No error code was produced by the pump. Switching to another pump and the same issue occurred. The issue was resolved by using the pump that the patient was initially using the previous day to continue the infusion. It was noted that the pump was continuously infusing pulmonary arterial hypertension medication via IV at 99.8ng/kg/min. It was additionally noted that the patient started vomiting. There were no other adverse events reported.